Manufacturer narrative:
One device was returned for evaluation in used condition and without its original packaging. Visual inspection found that the pressure plate was not the pressure plate to be used for the given part number. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed and found no discrepancies. A sample of (B)(4) devices was visually inspected and found that the correct pressure plate was used. Based on the evidence, the root cause was attributed to a manufacturing issue.

Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a cadd® medication cassette reservoir was in use on a patient when it was observed that almost no amount of medication was infused into the patient. The issue was observed at around 22:00 on the date of the event when the cassette was being replaced. It was indicated that the reservoir volume was 18.0ml and the total volume was 79.8ml. Due to the incident, the patient felt unwell and was admitted into a hospital for an emergency. It was observed that the cassette had a protruding component that gave pressure and scratched a tube that was connected to the cassette. The pump and cassette were replaced. It was reported that the dosing went back to normal and the patient recovered. No permanent injury was reported.

Event description:
It was further reported that the medication that was being infused at the time of the event was considered life-sustaining as the patient had pulmonary hypertension.